Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 319 pointing to the universal surgical manipulator 3 (usm3) as the customer was swapping the instrument. The customer disabled the usm3 and asked how to re-enable it. The technical service engineer (tse) walked the customer through a hard power cycle on the patient side cart (psc). The psc powered on and the error 319 returned. The customer disabled the usm3 and continued as a 3 arm case. The procedure was completed with no reported injury.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The usm was then installed onto a pftp where fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.